Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx450 monitor did not alarm for a v-tach on (B)(6) 2018 at 1300 hours. The patient was reported to have been injured. The extent and type of injury is unknown.

Manufacturer narrative:
The field support engineer (fse) visited the customer site to evaluate the issue. Log files and strips were collected and sent to philips for review, the information was reviewed by philips clinical product specialist (cps). It was determined that the original alarm for vtach would not have been provided because the ECG did not meet the criteria for beats to be considered ventricular as the beats were narrow. Also, the rate was not high enough for an svt alarm to have been called, but the customer did get a yellow high rate alarm as expected. The cps determined that this was not a product malfunction, the device was working as intended. This issue was originally reported as a serious injury, but further follow up with the fse determined the there was no patient injury. This will be considered a non adverse event. The philips clinical support resolved the issue by informing the customer that the alarm did not go off because it was not within the limits set on the monitor by the nurse. It was determined that the deice was functioning as intended at the time of the event. The device remains at the customer site and in use. No subsequent calls have been logged for this device/issue. There is minimal health risks. No further investigation is warranted at this time.